Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's keypads to resolve the reported issue. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the keypads on the device are malfunctioning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.